Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2017-00227. The serial number (B)(4) and catalog number 8001000001 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2017-00227 for full reporting of this event.

Event description:
It was alleged that the device over shoots the temperature on cold and hot settings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the device over shoots the temperature on cold and hot settings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After investigation, the cause for the patient temperature deviation was that no component level defect was found. Although no component level defect was found, the evaluation details identified that a possible cause for this issue may be attributed to use error as the patient temperature set point was being changed too frequently and the frequent change did not allow for the unit to fully adjust to the newly selected settings.

Event description:
It was alleged that the device over shoots the temperature on cold and hot settings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the device over shoots the temperature on cold and hot settings. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.